Manufacturer narrative:
The device was returned to olympus for inspection where the reported complaint was identified. Based on the results of the investigation, a root cause was not identified. It is presumed that this incident occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation; the subject device had a burn on the plastic distal end cover. There were no reports of patient involvement.